Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver boluses when needed, and the customer ¿was not being responsible with managing diabetes.¿ subsequently, the customer went to the emergency room and was hospitalized due to an elevated blood glucose level that ranged from approximately 400 mg/dl to 580 mg/dl and diabetic ketoacidosis. Customer was treated with humalog injections and intravenous insulin drip. At the time of the report with tandem technical support there was no permanent damage, and the customer was still admitted to the hospital. Reportedly, there was no issues with the pump or supplies. Multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received.